Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the delivery system returned the impossibility to deploy the stent is confirmed. The catheter of the delivery system was found broken. Based on the evaluation of the sample and the information available the reported issue is confirmed. A definite root cause for the reported issue could not be determined based upon available information. Labeling review: in reviewing the relevant instruction for use for this product, the potential issue was found addressed. Based on the instruction for use inaccurate deployment, failure to deploy, high deployment forces are delivery system specific events that could be associated with clinical complications. Covered stent deployment procedure was found sufficiently described. E.g. The instruction for use states: "do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement." Regarding accessories the instruction for use states that heparinized saline, 0.035 inch guidewire, introducer sheath with appropriate inner diameter and balloon angioplasty catheter for pre and/or post dilation are required materials. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code and 510k number for the covera vascular covered stent system products is identified in d2 and g4. H10: d4 (expiry date: 02/2022), g3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during a stent placement, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.